Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a loose cable from the system switch to the sensor interface board. The cable was reseated.

Event description:
The hospital reported that, during a case, the unit shut down. The machine was reportedly moved to another outlet, and it shut down again. The anesthesia machine was swapped out. There was no reported patient injury.